Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8, h4. The device was returned to olympus for inspection and the reported failure of peeled off distal end sheath was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: chipped adhesive at the bending section. Based on the results of the investigation and historical data, stress problem may be a possible cause of the malfunction. The most probable cause is not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.

Manufacturer narrative:
E1/establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the distal end rubber part of the cysto-nephro videoscope peeled off. The event occurred during preparation for use. There were no reports of patient involvement.